Manufacturer narrative:
Correction to the initial MDR in block g3; the aware date should have been may 17, 2023.

Event description:
It was reported that the patients ipg was unable to take a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was unable to take a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.